Manufacturer narrative:
The reported issue was addressed with phone support. An intuitive field service engineer followed up with the site and was advised that reseating the blue fiber cable resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: during a dual console procedure, one surgeon side console (ssc) became unavailable due to the master tool manipulators not functioning after the start of the surgical procedure (post first port incision) and the issue could not be resolved. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure that a non-recoverable fault occurred during the surgery. The staff stated that they had to disable something. The intuitive tech support engineer viewed the live logs and found error 23, which points to a blue fiber cable communication issue. The tse also found error 17 against the left (mtml) and right (mtmr) master tool manipulators on surgeon side console (ssc) serial number (B)(4). The staff disabled both manipulators on the suspected ssc. The surgeon continued the case robotically on the secondary ssc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.